Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 379 mg/dl. The customer stated that their supplies must have been expired. The customer was advised not to use expired equipment and to order new reservoir and infusion sets. No further information was provided.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.